Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction causing permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that after an rx xience v stent delivery system (sds) was used to treat a lesion, the patient had enzyme elevation and a myocardial infarction (mi) after the procedure. No treatment was reported for the patient effects, and the patient was discharged two days later. No additional event or patient information is available.

Manufacturer narrative:
Myocardial infarction is a known possible outcome of coronary stenting procedures, and is listed as a potential adverse event in the product instructions for use. Elevated cardiac enzymes can be related to the mi, and are addressed in the product risk assessment. In this case, there was no report of damage to the product of difficulties experienced during the procedure which could have contributed to the reported patient effects. Though a cause for the mi and elevated enzymes and their relationship to the product cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.